Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has allegedly device is blinking and saying it may catch fire while using and that the device/power cord and power supply are too hot to touch and experiencing a headache. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed an unknown dust/dirt contamination present on all surfaces of the base unit, unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance, rust-colored residue present at the dc power port and unknown debris located behind the ui knob. An internal visual inspection of the device was completed by the manufacturer and observed an unknown debris in the tracks of the ui panel, rust-colored contaminant, mineral deposits present on the motor casing and unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors. Unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown observed and confirm the presence of contamination in the airpath.